Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. It was reported this was an arteriotomy closure of a left subclavian artery using a prostyle device after a transcatheter aortic valve implantation (tavi) procedure. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, it is unknown if the IFU deviation contributed to the reported event. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of vessel closure devices. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 1494: indication for use.

Event description:
It was reported this was an arteriotomy closure of a left subclavian artery using a prostyle device after a transcatheter aortic valve implantation (tavi) procedure. The suture of one prostyle was successfully pre-placed. The sheath was upsized to 19f and the tavi procedure was completed. Reportedly post procedure, a suture break occurred while advancing the suture trimmer. After controlling the bleeding with a covered stent, the artery was closed surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.